Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the endoilluminator would not fit into a trocar cannula. The case was completed using another product. There was no harm to the patient. Additional information provided indicated the trocar cannula was reusable and not an alcon product.